Manufacturer narrative:
(B)(4). Batch # t9428k. Investigation summary: the device was received with the top of the I-blade upper tip broken lifted. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic salpingectomy the enseal jaws would not close all the way. They removed from patient and saw the jaws were stuck with debris, they replaced the device and the new one was used to complete the case. There were no patient consequences.